Manufacturer narrative:
The product is not available for evaluation. Due to the lot number being unknown we were unable to check the lot history however the trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The product has been discarded and is not available for evaluation. Additional information has been requested yet not received. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the irrigation/aspiration single use handpiece presented with sharp irrigation ports, and the capsule was torn. No clinical consequences or additional medical intervention was reported as a result of this event.